Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported cracking and/or leaking at female connection of the bifuse to macrobore tubing.

Manufacturer narrative:
The customer¿s report that the female luer cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.379 inches long. Inspection under magnification showed no stress marks. Functional testing was performed and a leak was observed from the crack on the luer.the cause of the leak was a crack. The cause of the crack was not identified.

Event description:
The customer reported a bifuse extension set infusing fentanyl at 0.76ml/hr leaked at the female connection to a microbore tubing. D5ns + 20meq kcl at 35ml/hr was infusing in the other port of the bifuse tubing. There was no harm reported, and no further information regarding this event.